Event description:
A report has been received that a cv232sre iol implanted in the right eye of a patient has since opacified. Explant surgery has been scheduled for the near future. Request has been made for additional info to be provided.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. (B) (4).